Event description:
(B)(6) in customer service states a dealer called in and stated that he had a ghs350 lift and alleged that the bearings were falling off. (B)(6) tried to get more information but the dealer kept telling him he would call back and hung up. (B)(6) was not able to get any additional information.